Event description:
Event description cpi received information that during attempted implant of this implantable cardioverter defibrillator (ICD) a battery status was found to measure end of life. The device was not implanted and sent back to cpi for analysis.